Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is leaking o2 (oxygen). There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states that device is leaking o2 after replacing the air and o2 flow sensor assembly. The customer confirmed placement of flow sensor, and it passed system leak test. Device is now failing o2 flow test. The rse provided the customer with troubleshooting steps per philips service manual. The rse provided the customer with the part number and price for the o2 solenoid as requested by the customer for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.